Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported a unit of whole blood in which the bypass valve did not prevent blood from going through the bypass line during filtration, resulting in possible white blood cell (wbc) contamination. The wbc count is not known at this time. There was not a transfusion recipient or patient involved at the time of the unit processing,therefore no patient information is reasonably known at the time of the event. (B)(6).

Manufacturer narrative:
Investigation: the one-way valve was returned for evaluation. Upon magnified visual inspection, a jagged slit was observed in the built-in valve. Manufacturing and testing/inspection records were reviewed for this lot. No abnormalities were noted in the records that would have contributed to the issue. Five retention samples from this lot were tested for flow and no issues were noted with the samples. The valve assembly is purchased from a supplier. The valve was sent to the supplier for evaluation. The supplier identified an issue during production of the valve lot in question as the reason for the jagged slit. Root cause: the cause of the blood back-flow as experienced by the customer was determined to be a manufacturing defect of the one-way valve by the valve supplier. Corrective action: the supplier corrected the machine issue that caused the defect and introduced a visual-check step in the manufacturing process. Additionally, the supplier has changed the frequency of the maintenance on the slit mold.